Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a robotic supracervical hysterectomy, removal of fallopian tubes, sacrocolpopexy, mid-urethral sling and cystoscopy procedure performed on (B)(6) 2020 for the treatment of urinary urgency, uterovaginal prolapse, acquired vaginal enterocele and female genuine stress incontinence. During the surgery, under the urethra, a 2 cm vaginal incision was made with a knife. The midurethra was located, and midurethral tunnels were cut into the pubic bone on either side of the urethra with the metzenbaum scissors. Trocars were passed on each side of the urethra and exited suprapubically 2 cm from the midline using the advantage fit. After passing both trocars, a cystoscopy was conducted to confirm an intact bladder, intact ureters, robust bilateral ureteral jets, and an intact urethra. The tension-free sling mesh was pushed through and set about 2-3 mm off the midurethra. The extra mesh was removed, and the vagina was closed in a running fashion with 2-0 vicryl. Dermabond was used to seal the exit wounds. Rectal examination revealed an intact rectum. The foley catheter was left in place. The patient was brought to postanesthetic recovery in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) health system. (B)(6). Patient code (B)(4). Impact code (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.